Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, the imaging system was rebooting itself. They had to find the patient and the exams after the system rebooted to complete the 'input patient information' screen. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was unable to reproduce the reported event as system functioned normally and without issues. Field engineer replaced the mobile view station (mvs) board and the uninterruptible power supply (ups) as a precautionary measure. No further issues were reported. Analysis of the returned ups and mvs board could not confirm any failure with either one as they both were fully operational. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was rebooting itself. They had to find the patient and the exams after the system rebooted to complete the 'input patient information' screen. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.